Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged between 192-367 mg/dl. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy.